Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing of architect ca 19-9xr reagent lot number, 74576fp00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect ca 19-9xr assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74576fp00. Accuracy testing was performed to evaluate the performance of the reagent lot 74576fp00. An internal ca 19-9xr panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr reagent lot number, 74576fp00.

Event description:
The customer observed falsely elevated architect ca 19-9xr results on a 70yrs old female patient. The results provided were: on (B)(6) 2025 initial=248.11 u/ml. On (B)(6) 2025 the patient went to (B)(6) hospital on unknown platform=around 100 u/ml. Same day the patient came back redrawn and repeated=424.12 u/ml /repeated=340.38 u/ml. After heterophilic antibody blocking tube=391.25 u/ml. This patient¿s diagnosis is unknown. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated architect ca 19-9xr results on a 70yrs old female patient. The results provided were: on (B)(6) 2025 initial=248.11 u/ml on (B)(6) 2025 the patient went to hunan cancer hospital on unknown platform=around 100 u/ml same day the patient came back redrawn and repeated=424.12 u/ml /repeated=340.38 u/ml after heterophilic antibody blocking tube=391.25 u/ml this patient¿s diagnosis is unknown. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.